Manufacturer narrative:
Date sent to the FDA: 01/22/2016. It was also reported that strap was not getting fixed to the tissue and mesh, and was breaking off from the middle portion. The procedure was completed with another like device. The actual device was returned for evaluation. Visual and functional examinations were performed and straps are observed to be deformed or broken when a small pressure has been applied. It is not attributed to the manufacturing or packaging process. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a laparoscopic ventral hernia repair procedure on (B)(6) 2015 and straps were used. During the procedure, the straps inside the gun disintegrated when deployed and the mesh could not be fixed due to this. It was unknown how the procedure was completed. There were no adverse patient consequences reported.